Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that the patient experienced pericardial effusion and a drop in blood pressure. During a pulse field ablation (pfa) procedure a versacross radiofrequency (rf) wire was used. A versacross system was used to perform the transseptal puncture (tsp) and the was exchanged for the faradrive sheath. A non-boston scientific mapping catheter was then inserted, and the left atrium (la) was mapped with voltage before exchanging the mapping catheter for the farawave. A boston scientific representative stated that the physician was very anterior with the guidewire for the farawave. The physician went more posterior and advanced it out into the left superior pulmonary vein (lspv). Three ablation applications were made with the catheter. There was a pause after the second application as the patient's blood pressure dropped and the anesthesia team started treating the low pressure, but blood pressure was not improving at the time the third application was delivered. A pericardial effusion was observed on intracardiac echocardiography (ice) and the patient's blood pressure dropped even more. The ice catheter was left in the patient, and compressions were performed on the patient. Pericardiocentesis was then performed and removed 175cc of fluid. All catheters were removed and the patient stabilized. A transthoracic echocardiogram (tee) confirmed there was no more effusion. The physician believed the guidewire wen too interior and may have gone out the left atrial appendage (laa). It is unknown if the procedure was completed successfully, but the patient was stable and discharged afterwards.